Event description:
It was reported that a stent damage occurred. A 3.00mm x 20mm liberté stent delivery system was selected to treat the lesion. While the physician unpacked the product from the box, he realized that the device distal part was broken into 2. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that a stent damage occurred. A 3.00mm x 20mm liberté stent delivery system was selected to treat the lesion. While the physician unpacked the product from the box, he realized that the device distal part was broken into 2. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a liberte/veriflex stent delivery system (sds) with a shelf box and product pouch. The batch number on the returned packaging and device matched the batch number for this complaint. The balloon was tightly folded with stent impressions on the surface of the balloon between the markerbands. The stent was not received for product analysis. There were multiple hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The reported stent damage was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).